Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation because it was disposed; therefore a failure analysis of the complaint device could not be completed. At this time, we are unable to determine the relationship between this device and the cause for this event. If there is any further relevant information a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a zero tip nitinol retrieval basket was used in a ureteroscopy procedure (patient weight unknown). According to the complainant, the basket became entrapped on a large stone and was unable to be removed. The physician could not see to use a laser or lithotripsy to remove the basket. Since this facility is not equipped with equipment to reach the stone, the physician left the basket in place and cut the handle. The patient returned to the hospital on an unknown date (week of (B)(6), 2011) for an open surgical procedure. The physician was able to successfully remove the basket fragment. No additional procedures are planned for this patient. The patient was reported to be doing "fine" at the conclusion of the procedure.